Event description:
It was reported that during surgery, the anchor of the twinfix cracked when screwed-in. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D10, h2, h3, h6. One 72202599 5.5mm twinfix ultra peek device used for treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The insertion device was returned with a fractured anchor attached. Suture was still threaded through anchor and the inserter. Visual inspection confirmed the anchor was damaged and fractured. The symptom aligned with attempt to fit anchor into an inadequate diameter hole. The distal tip was force fractured. Distal threads had been burnished and disfigured. Both inserter forks were still attached but had been squeezed inward. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Per instructions for use ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing of this device was confirmed.